Event description:
Philips received a complaint on the v60 ventilator indicating that the device swapped, unprompted, from diagnostic mode to ventilation mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were completing preventative maintenance (pm) and attempting an internal battery test. While running on the battery for the test, the device switched to normal ventilation mode. The front panel light emitting diodes (leds) appeared to be operational. The rse stated that they had requested a picture of the ventilator information screen for further troubleshooting. The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2024, the remote service engineer (rse) had the customer confirm that they had replaced the power management (pm) printed circuit board assembly (pcba) as part of field change order. The rse provided the customer with the battery part information so that a replacement backup battery could be ordered. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 09dec2024, the customer stated that the battery had not been ordered but had instead been replaced from local stock to resolve the device issue. The customer stated that the device would be returned to service.. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.